Event description:
A pt underwent a primary breast reconstruction with veritas collagen matrix and breast implant immediately following a mastectomy on an unspecified breast. Approximately 3 weeks later, the pt developed a "red breast." The pt's skin was not hot nor did the pt develop a fever. The pt was administered an unspecified oral antibiotic for suspicion of a surgical site infection. The oral antibiotic has reportedly had no affect on the red breast and the physician anticipates switching to an IV antibiotic. No wound or blood cultures have been performed. The pt is currently in good condition despite the red breast.

Manufacturer narrative:
Event date was in 2009, implant date was in 2009. No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.